Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Review of the transmissions revealed a false pause episode caused by intermittent ventricular undersensing. It is suspected that the device may have partially lost contact with the tissue. There were no reported patient symptoms, and the patient will continue to be monitored.